Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported multiple, intermittent occlusion alarms occurred. A supply change was performed and additional occlusion alarms occurred. The customer's blood glucose (bg) level was 585mg/dl and a manual injection was administered to address the bg level. During troubleshooting, insulin was not observed exiting the infusion tubing or the cartridge tubing during the load fill tubing sequence indicated there might be air in the cartridge. A supply change was successfully performed to address the occlusion alarms.